Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device is no longer working properly as a result of complete fluid loss from a hole. The ipp cylinder, pump, and balloon was explanted and replaced with a new tactra. The patient fully recovered following the procedure.